Event description:
Regulatory agency advised medical staff reported the diagnosis of bia-alcl. The patient underwent device removal with capsulectomy. The capsule was sent for pathological analysis which confirmed histopathological markers cd30+/alk- and stages as pt2nx.

Manufacturer narrative:
H.6 health effect impact code: f2201 biopsy. The event of bia-alcl is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: bia-alcl.